Event description:
A report was rec'd on 8/29/02 that a doctor had implanted a memorylens in a pt's left eye in 2000, which lens has opacified. At exam in 2002, the pt's visual acuity was reported as finger count. The doctor is planning to explant and replaced the lens at some point in the future.